Event description:
A complaint ((B)(4)) was received on november 17, 2020 from a customer in france describing that lifecodes hla-a eres sso typing with lot 3008199 and imgt 3.39 resulted in typing a*03:01, a*68:02. The lab also tested with an alternate vendor product; ngs (omixon) with a result of a*03:01,a*68:187. Per lifecodes hla-a eres sso typing results, the a*68:187 as obtained with the ngs method is not present. Sample ID: (B)(6). Lot #: 3008199. Catalog #: 628913. Customer has been requested to provide dna sample to allow testing to confirm or negate the complaint.

Event description:
The root cause of the mistyping was a limitation of the assay for rare ambiguities. Immucor gti diagnotics inc. Makes no claims that our tests are comparable to next-generation sequencing (ngs). In addition the following description is included in the IFU (lc1436ivden rev. K): "results from these kits are not to be used as the sole basis upon which a clinical decision affecting the patient is made."